Event description:
It was reported that the ventilator failed safety valve and internal leakage tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed safety valve and internal leakage tests during pre-use check. There was no patient involvement. Our field service engineer confirmed the failed pre-use check tests and found that the safety valve malfunctioned. After the safety valve was replaced, pre-use checks passed successfully. The safety valve was not returned for investigation. The evaluation of received device logs confirms the reported test failures 09/23/2019 and earlier. The device logs do not contain any technical error codes. The reported issue was found during a pre-use check. Leakage during ventilation caused by a technical failure may lead to insufficient ventilation. The conclusion in this matter is that the reported pre-use check tests failed due to a malfunctioning safety valve. As no part was returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref. #: (B)(4).